Event description:
Rn changed the crrt [continuous renal replacement therapy] filter and had a problem with disconnecting the yellow effluent line from the luer lock connection off the y site. Rn literally could not "unscrew" or separate/disconnect after priming. Rn tried everything, clamps, gloves, tourniquet, all the tricks, even brought in lift team for some brute strength, and nothing. It almost felt like it was just fused together like it was not meant to disconnect. Instead of changing the whole set, rn just kept the y connection intact and made sure it was capped and clamped and just used it as an extension.